Manufacturer narrative:
The device history record review confirms there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported information indicated that the patient had severe atherosclerotic disease, which likely contributed to the reported event. For this reason, a probable cause of procedural factors was assigned to the reported event.

Event description:
When passing the balloon catheter (subject device) through the introducer sheath, physician experienced friction within the sheath at the femoral region, since the peripheral arteriosclerosis was strong. During use the balloon catheter was found to be ruptured and the device was removed and replaced. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
When passing the balloon catheter (subject device) through the introducer sheath, physician experienced friction within the sheath at the femoral region, since the peripheral arteriosclerosis was strong. During use the balloon catheter was found to be ruptured and the device was removed and replaced. There were no clinical consequences to the patient.